Event description:
Event description boston scientific received information from a foreign clinical study program that this pacemaker and competitor leads system was included in the pdm hermetic seal advisory - original population (7/18/05). A pacing rate increase from the lower rate to the maximum sensor rate was observed while the patient was lying down, and when it was programmed from aai to aair mode; no adverse patient effects were reported. A technical services (ts) consultant discussed this observation as abnormal behavior and is included in advisory symptoms. A temporary solution would be to disable the rate response pacing, perform a hex memory download, and to consider device explant depending on the results. The device was programmed back to aai and it was explanted and returned two months later.